Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for low blood glucose. Blood glucose is 42 mg/dl. Customer suspended the insulin pump and ate something and customer was okay now. The customer did not eat enough and did not want to trouble shoot the insulin pump. The insulin pump will not be returned for analysis.